Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tube broke within one day of being installed. No other information was provided.

Event description:
It was reported that the tube broke within one day of being installed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed. One 2 fr per-q-cath was returned for evaluation. An initial visual observation showed use residue on and within the returned sample. The catheter was returned in two pieces with the hub and strain relief detached from the catheter tubing. Tensile weakness was observed in the proximal end of the detached catheter tubing. A microscopic observation revealed the fracture surfaces of the catheter to be mostly flat, even, and granular in texture. The features of the break surfaces of the catheter as well as the tensile weakness observed in the catheter tubing indicate the catheter likely broke due to excessive tensile (pulling) forces.